Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm occurred during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. It was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported that the insulin pump had multiple motor error alarms. No troubleshooting done. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.